Event description:
During evaluation the amia automated pd cycler set appeared damaged. A small hole was noted in the heater bag and subsequently leaked. There was not patient involvement. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted a small hole in the heater bag. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing failed due to a leak from the hole in the heater bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.